Manufacturer narrative:
D4 expiration date ¿ added d4 gtin ¿ added h4 manufacturing date ¿ added due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspection could not be performed as the product was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during hemostatic embolization when attempting to reposition the target coil, it stretched and separated prematurely inside the microcatheter (mc). The coil was retrieved from the mc, and the procedure was completed using the same mc. It is noted that continuous flush was not set up and maintained throughout the clinical procedure. Also, considerable force was possibly used to retrieve the coil. Both of these factors may have contributed to the reported event. The device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during a haemostatic embolisation procedure, repeated attempts were made to reposition the subject coil tightly by rewinding it. However, it was confirmed under fluoroscopy that the subject coil would not advance when pulled and it seemed that the subject coil got prematurely detached within the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a haemostatic embolisation procedure, repeated attempts were made to reposition the subject coil tightly by rewinding it. However, it was confirmed under fluoroscopy that the subject coil would not advance when pulled and it seemed that the subject coil got prematurely detached within the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.